Manufacturer narrative:
(B)(4). Batch # 813a97. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device arrived with no apparent damage with anvil missing. The breakaway washer was not present, and the device was fully loaded with staples, indicating that the device had not been fired. However, when the battery was installed, the green checkmark illuminated indicated that the device was not reset. No functional test was performed in order to preserve the evidence. This defect has been correlated to a manufacturing process. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not inadvertently release the red safety or firing trigger until ready to fire the device. Releasing the red safety removes protection from premature firing which will compromise the ability to select the desired staple height. The event described could not be confirmed as no missing staples were noted. A manufacturing record evaluation was performed for the finished device batch number 813a97, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure the device had no staples in it. A new device was used to complete the case with no patient consequences.